Event description:
It was reported that the patient presented with high pacing lead impedance, high hv lead impedance, and noise. Aborted shocks were also noted. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field events of an impedance measurement anomaly and noise were verified on the printed reports. Testing on the bench also detected anomalous pacing output and slightly high current. The cause of the anomalies was found to be an anomalous component within the hybrid circuitry.